Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p4k1027); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n5b1405y); egiaustnd, egiaustnd endogia ultra univ std stap (lot#p5c1398); egia60axt, egia60axt egia60 artic extra thicksulu (lot#n3j2285y); sigpshell, sig power sigpshell control shell (lot#n3f0157y); sigphandle, sig power sigphandle handle (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (lot#c23abj0494). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thoracoscopy, the first stapler handle and reload only partially fired. Another stapler was opened, but it could not be positioned properly and subsequently did not fire. Additionally, the adapter for the powered stapler was not recognized. As a result, the surgical time was extended by 30 minutes. A new device was then used to resolve the issue.